Manufacturer narrative:
(B)(4). No investigative analysis could be performed since the device was not returned to st. Jude medical for analysis. (B)(4).

Event description:
The patient received an alert due to extended capacitor maintenance. The issue was resolved by two manual capacitor charges by the physician. The patient's condition is stable.

Manufacturer narrative:
No conclusion code available. The programmer printouts were reviewed and an alert for a charge timeout was noted. Initial bench testing was performed and the device was noted to perform normally. All high voltage testing was found to be normal and no anomalies were noted. The high voltage (hv) capacitors were soaked and bench testing was performed again. Charge timeout episodes were noted during testing. The root cause for the extended charge time was found to be caused by an internal hv capacitor anomaly.

Event description:
The patient received an alert due to extended capacitor maintenance. The device was explanted and replaced. The patient's condition is stable.

Event description:
The patient received an alert due to extended capacitor maintenance. The physician has decided to explant and replace the device. The replacement procedure is scheduled for mid (B)(6) of 2017. The patient's condition is stable.